Manufacturer narrative:
This complaint describes a mislabeling and a mix-up issues detected on a box of two cannulas rosas00119. The box of two cannulas were returned at the manufacturing site for evaluation. A visual inspection enable to confirm both the mislabeling and the mixup issue. The primary root cause assessment determined that the issues were caused by a subcontractor error, and that they were not detected due to a gap in the incoming inspection process at the manufacturing site. A CAPA is ongoing to determine further the root cause(s) of both issues.

Event description:
The labeling on the inner package incorrectly identified rosas00119 as a 2.3mm cannula. The labeling on the outer package did not match the labeling on the inner packaging. The contents of the inner package contained two different diameter cannula (1 x rosas00199 and 1 x rosas00144).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The labeling on the inner package incorrectly identified rosas00119 as a 2.3mm cannula. The labeling on the outer package did not match the labeling on the inner packaging. The contents of the inner package contained two different diameter cannula (1 x rosas00199 and 1 x rosas00144).